Manufacturer narrative:
Through follow-up, this event was found to involve a non-edwards device. Please disregard MDR report # 2015691-2017-04177.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a serial number was not provided. Based on the information received the cause of the event cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with an edwards valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 23mm valve was implanted. No additional information was provided.